Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was cracked twice on the haptic and straight through the optic. The lens was explanted and replaced with another lens in the initial procedure additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. The reporter states the use of healon as viscoelastic, which is not qualified to be used with the associated intra ocular lens (iol) model. In addition to the above, hcp (health care professional) stated that the lens was in the cartridge for too long (the exact time not stated). The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. In addition to the above, hcp stated that the lens was in the cartridge for too long (the exact time not stated). IFU instructs: during lens loading and insertion, do not allow the company toric iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Failure to adhere to manufacturer¿s recommendations may result in iol damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).